Event description:
Customer reportedly received the following results on the go system within 10 minutes: 1) lo (less then 10 mg/dl) and result >100 mg/dl 2) 13 mg/dl and 120 mg/dl 3) lo and 123 mg/dl the comparisons were obtained on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer.